Event description:
R upper lobectomy. Ralc30 dlu was used to make a bronchial stump. Two days later, the patient had to be re-operated due to the staple line having failed. The bronchial stump was hand sewed back together with suture.